Event description:
Boston scientific received information stating: the patient has an infection inside his pocket and around the lead. (B)(6) hospital australia. Implant date-(B)(6) 2009. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).